Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during left superficial femoral artery angioplasty, the fox sv balloon ruptured at 3-5 atmospheres during the first inflation. The balloon was completely removed and the procedure was continued using the same size non-abbott balloon. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. Without device examination, a root cause for the reported balloon rupture could not be determined. Review of the device history record did not reveal any non-conformity which could have contributed to this event.